Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication lens was explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small filament was noticed inside the patient's eye after implanting a model zcb00 +19.5 diopter tecnis monofocal iol (intraocular lens). The doctor successfully removed the filament. There was no patient injury. The customer suspected that filament (foreign material) may be related to the iol or was inside of packaging. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed. The customer provided a photo which was evaluated. Due to poor resolution and high magnification it was not possible to confirm the particle described on the complaint folder. However, based on the evidence observed and since the lens and fiber are not available for a thoroughly evaluation, it is not possible to confirm if the condition reported was related to manufacturing practices/process or a result of the lens being handled by the surgery site. Manufacturing records review: the manufacturing records for the device were reviewed and there were no non-conformances with respect to the manufacturing process. The units were manufactured and released according to specification in compliance with the product intended use as required. Sterilization was processed, and no deviations were found that affects the sterility of the device. Historical data analysis: a search in the complaints history revealed that no additional investigation requests were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.